Event description:
It has been reported to philips that the device gave remote alerts indicating that the image processing computer failed to boot and had low space. There was no harm reported. A fse inspected onsite and replaced the image processing computer and hard disk drive which returned the device to use in a good working condition.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the image processing pc (ippc) does not start sporadically. Analysis of the system log files identified a malfunctioning of frontal image processing pc (ip-pc). The cause of the image processing pc (ippc) failure could not be conclusively determined by the supplier's part analysis, however, the reported issue was fixed when the fse replaced the image processing pc (ippc), reloaded the software, and restored the backup. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint and according to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on-site and confirmed start up and data storage problem with the frontal image processing pc (ip-pc). Analysis of the system log files identified a malfunctioning of frontal ip-pc. The cause of the image processing pc (ip-pc) failure could not be conclusively determined by the supplier's part analysis; however, the reported issue was fixed when the fse replaced the image processing pc (ip-pc), reloaded the software, and restored the backup. After these repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.